Manufacturer narrative:
Additional information was received that the patient the patient underwent a revision procedure wherein the ipg was replaced. It was noted that the source of infection was unknown. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the recently implanted patient developed an infection at the ipg site. Symptoms included green pus that was coming out of a small area of the incision and the site was very red. The physician believed that the infection was not device related. The patient was prescribed antibiotics and will undergo a revision procedure wherein the site will be cleaned and the ipg will be replaced.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the recently implanted patient developed an infection at the ipg site. Symptoms included green pus that was coming out of a small area of the incision and the site was very red. The physician believed that the infection was not device related. The patient was prescribed antibiotics and will undergo a revision procedure wherein the site will be cleaned and the ipg will be replaced.